Manufacturer narrative:
Mustufa babar, bs, justin loloi, md, umair azhar, bs, kevin tang, bs, matthew ines, bs, sandeep singh, bs, nazifa iqbal, ba, michael ciatto, md. Rezum outcomes in relationship to number of injections: is less more? Journal of endourology, volume 37, number 2, february 2023.

Event description:
It was reported to boston scientific via an article published in the journal of endourology that a retrospective review was conducted of patients who had undergone water vapor therapy procedures for treatment of lower urinary tract symptoms secondary (luts). The purpose of this review was to compare the safety and efficacy outcomes in relationship to the number of injections given during a water vapor therapy procedure. The medical record of 179 patients who underwent water vapor therapy procedures from (B)(6) 2017 to (B)(6) 2019 were reviewed. 58 subjects had 1 injection, 91 subjects had 2 injections, 22 subjects had 3 injections and 8 subjects had 4 injections. A greater proportion of patients in the 4 injections cohort had a previous history of urinary retention (50%) when compared to the other cohorts (1 injection: 1.7%; 2 injections: 3.3% and 3 injections: 9.1%). All patients were catheterized for a mean of 5 days. Patients who received 4 injections were catheterized for a longer period than those who received fewer injections. Furthermore, patients who had a mean baseline prostate volume >80cc were catheterized for a longer period than those who had a mean baseline prostate volume <30cc. At 3 months, al cohorts saw significant mean changes in international prostate symptom score (ipss) and quality of life (qol) and improvements remained durable to 12 months. At 6 months, the 2 injections cohort saw a significantly greater mean change in maximum urinary flow rate (qmax) when compared to the 1 injection cohort. There were no significant differences in mean changes in (ipss), qol, postvoid residual (pvr), erectile function (iief)-erectile function, and orgasmic function between the cohorts at any follow-up. A serious adverse event (ae) (clavien-dindo grade IV) occurred in two patients (2.2%), both of whom were transported to the hospital following postoperative vasovagal syncope. Nonserious aes occurred in 140 patients (78.2%) and were classified as either clavien-dindo grade I or ii. The most common ae was gross hematuria (69.8%), followed by penile burning (65.8%) and penile pain (35.1%). The rate of gross hematuria was significantly lower in the 1 injection cohort (53.2%) when compared to that in the 2 (74.7%), 3 (90.0%), and 4 (71.4%) injections cohorts. The rate of uti was significantly higher in the 4 injections cohort (37.5%) when compared to that in the 1 (3.4%), 2(7.7%), and 3 (4.5%) injections cohorts. With respect to rates of postoperative urinary retention, there was no significant difference in baseline prostate volume groups between those who underwent urinary retention and those who did not (retention patients <30 cc: 11.5%; 30 to 80 cc: 80.8%; >80 cc: 7.7% vs nonretention patients <30 cc:15.7%; 30 to 80 cc: 77.1%; >80 cc: 7.2%, p = 0.861). A total of 8/179 patients (4.5%) were surgically retreated within 12 months; 2 (3.7%), 3 (3.4%), 1 (4.5%), and 2 (25.0%) from the 1, 2, 3, and 4 injections cohorts, respectively. A significantly higher proportion of patients were surgically retreated in the 4 injections cohort when compared to the other cohorts. At 3 months, 104/130 of all patients (80.0%) discontinued their bph medications. There were no significant differences between the cohorts in bph medication discontinuation at 3 months (32/41 [78.0%], 53/65 [81.5%], 16/19 [84.4%], and 3/5 [60.0%] for 1, 2, 3, and 4 injections cohorts, respectively, p = 0.647). At 12 months, 83/105 of all patients (79.0%) discontinued their bph medications. There were no significant differences between the cohorts in bph medication discontinuation at 12 months (27/31 [87.1%], 39/52 [75.0%], 16/17 [94.1%], and 4/5 [80.0%] for 1, 2, 3, and 4 injections cohorts (p=0.266). Between 3 and 6 months, 143 patients had a transrectal ultrasound of the prostate, with 44, 75, 19, and 5 patients in the 1, 2, 3, and 4 injections cohorts, respectively. Mean percentage change in prostate volume across all cohorts was -27.3% to 18.2%, with each cohort experiencing significant percent changes in prostate volume (1 injection: -26.1% to 14.4%; 2 injections: -27.3% to 21.6%; 3 injections: -28.8% to 12.0%; 4 injections: -32.2% to 23.9%. There were no significant differences in mean percentage changes in prostate volume between the cohorts (p-0.881). The final study reviewed outlined the results of a total of 78.2% of patients experienced nonserious aes, which is considerably higher than the rats reported from the random control trail (rct) (39.0%) and from the study by aladesura et al. (12.5%). The study also observed a surgical retreatment rate of 4.7% at 12 months, which is comparable to previously reported water vapor therapy treatment rates at 12 months. Using more injections during a water vapor therapy treatment did not result in greater improvement in luts and qol, but instead, increased the odds of aes.